Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws had signs of clinical usage. The heater element had lifted up somewhat. The device was very bloody. The tool was received inside the cannula, which had no non conformities. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly was opened up and it was found that the shaft tip was dented, most likely due to an impact. Based on this observation, the reported complaint for "would not seal" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 tool would not seal the branch when used. A new kit was used to complete the procedure. There was no patient effects. The product was returned.